Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes, hissing. If so, did the noise prevent insufflation? Please describe the noise. No, hissing sound when instrument was inserted. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Yes, top seal. Was a device inserted in the trocar during the leaking? If so, what device? Yes, storz instrument grasper. Was any torque being applied to the trocar or device? No more than usual. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, 5mm trocar was hissing throughout procedure. Started when the instrument was inserted. No insufflation lost but frustrating for surgeon. Continued to use 5mm port.